Event description:
It was reported that a recently implanted patient had a heart attack. The physician does not believe this was related to the stimulator. The patient has stimulation turned back on and is currently doing well with it.